Event description:
Patient sustained two linear burns to the chest from defibrillation pads post cardioversion. Gel on pads bubbled in location of burn. The burns were from the anterior pad, skin was singed. FDA safety report ID # (B)(4).